Event description:
Caller reported a cartridge alarm with a blood glucose level of 520 mg/dl due to the issue. Customer administered a correction bolus using the pump, successfully loaded a new cartridge, and did not require third-party assistance. Issue was resolved without further complications.